Event description:
In 2008, the patient reported experiencing elevated blood glucose of 143-391 mg/dl since the previous day. Her target blood glucose level is 130 mg/dl. She changed her insulin cartridge, infusion site, and infusion tubing this morning and she switched from humalog to novolog. She stated that six days prior, her blood glucose elevated to 435 mg/dl because she dropped her infusion device and she was receiving air instead of insulin. The patient called for assistance at that time with changing the insulin cartridge but did not report blood glucose issues. Two weeks ago the patient was instructed per her physician to increase her basal rates from 12:00am-7:00am from 1.1 units per hour to 1.2 units per hour. She was assisted with making the adjustment. Further attempts to reach the patient for follow up were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.